Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose after eating a bowl of cereal without performing a meal announcement while using the ilet system; the blood glucose remained high until a supply change was performed, after which glucose levels began to decline. Symptoms included hyperglycemia. Outcomes included recovery without escalation of care. Investigation included user education on proper meal announcements and directed troubleshooting that led to a supply change. Investigation of this case revealed user error related to a missed meal announcement, with resolution following replacement of infusion-related supplies while the device continued to function. It was concluded, based on previously established findings for similar reports, that the cause was user error with contributory infusion set or site performance that improved after supply replacement.